Event description:
A customer reported the swivel mechanism of their affiniti cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A qualified field service engineer evaluated the system based on the customer complaint. Visual and mechanical inspection found that the issue was reproducible. To resolve the issue, the philips service engineer adjusted the locking mechanism allowing the rear solenoid assembly to fully engage. The system was returned to service with no similar issues reported.